Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii-IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and seroma-late.

Event description:
Patient reported ¿left breast is getting hard and painful¿ and ¿changes.¿ the device remains implanted. Later physician reported capsular contracture baker grade iii-IV, seroma, and cyst. Patient is "worried and emotionally shaken with the recall news and the possibility of developing alcl."